Event description:
Right ventricular {rv} lead impedance warning on (B)(6) 2021 due to low impedance measurement of 190. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).